Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, bilateral capsular contracture, left breast seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old female patient underwent a primary breast augmentation procedure with mentor memoryshape breast implant 295cc gel breast prostheses that both ruptured after implantation. Rupture of the patient¿s right breast prosthesis was diagnosed by both mammogram and ultrasound. In addition, the ultrasound results showed silicone-laden lymph nodes in the right axilla. Rupture of the patient¿s left breast prosthesis was later diagnosed. Additionally, the patient developed capsular contracture in both breasts (baker grade IV in left breast, baker grade unknown in right breast). Lastly, the patient developed a late onset seroma in her left breast. A sample of the patient¿s left breast seroma was taken and sent to pathology. The results of a cytology report have not been provided. As a result, the patient underwent bilateral explantation on (B)(6) 2024. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2021-03982 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 31-dec-2024, the mentor failure analysis lab received the device for evaluation. On 07-jan-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant, developed capsular contracture, and developed a seroma. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-dec-2024, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel boost breast implant 355cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).